Event description:
It was reported that the device was used during a laparoscopic ventral hernia procedure. The device did not activate even after going through the troubleshooting steps. The generator displayed "replace instrument." Another device was used to complete the case. There was no adverse consequence to the patient. One device is being returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device had stopped activating. A probable cause of no activation is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. For gen04, this signal is typically an error code 5: instrument. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. When this occurs, the instrument will stop activating. The user needs to perform troubleshooting on the system to continue. For gen11 this signal is "relax pressure on blade and reactive" twice followed by a "replace instrument", and the generator system will revert to standby mode. At that point power output stops in a safe mode pending troubleshooting and eventual device replacement.